Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record for sn (B)(4) was performed from date of manufacture 02 dec 2015 to the present date 12 jan 2021 and confirmed that this device was not previously returned for servicing.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.